Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using two prostyle devices after an interventional cerebrovascular treatment procedure with an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the first prostyle device. The second prostyle worked as intended, however hemostasis was still not achieved. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
Subsequent to the previously filed report, the following information was received: reportedly, after using the knot pusher, hemostasis could not be achieved with the second prostyle device. No additional information was provided.